Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The device lot number is not available / not reported. The expiration date of the device is not known. Initial reporter information such as the phone and email address are not available / not reported. The device manufacture date is not known as the device lot number is not available / not reported. Conclusion: the healthcare professional reported that during the stent-assisted coil embolization procedure, the prowler select plus microcatheter (catalog/lot#: unk) was used, but after the 4.5mm x 22mm enterprise® vascular reconstruction device (B)(4) was introduced into the microcatheter, the stent became impeded at 10cm into the microcatheter and could no longer advance. The physician decided to withdraw the stent but only the delivery wire was pulled back. The enterprise stent was still stuck in the microcatheter; as a result, the physician withdrew the microcatheter losing the target position. Additional information received confirmed that there was no kink or damage on the microcatheter, the microcatheter was not obstructed when the stent was introduced into it. The stent was removed from the microcatheter and deployed outside of the patient¿s body. The physician used a competitor device to complete the procedure; the prowler select plus microcatheter was not used to complete the procedure. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provide but without the prowler select plus microcatheter available for analysis, the reported issues by the customer cannot be confirmed. The lot number of the device is not known; therefore, a review of the device history record was not performed. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported issue documented in the complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00973 and 1226348-2019-00974. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure, the prowler select plus microcatheter (catalog/lot#: unk) was used, but after the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 11142279) was introduced into the microcatheter, the stent became impeded at 10cm into the microcatheter and could no longer advance. The physician decided to withdraw the stent but only the delivery wire was pulled back. The enterprise stent was still stuck in the microcatheter; as a result, the physician withdrew the microcatheter losing the target position. Additional information received confirmed that there was no kink or damage on the microcatheter, the microcatheter was not obstructed when the stent was introduced into it. The stent was removed from the microcatheter and deployed outside of the patient¿s body. The physician used a competitor device to complete the procedure; the prowler select plus microcatheter was not used to complete the procedure.